Event description:
Subsequent information indicates that the lead has been returned for analysis. There is no additional information available in regards to the explant procedure.

Event description:
Boston scientific crm received information from a competitive field representative (fr) that the patient with this lead underwent a left ventricular (lv) lead revision procedure during the procedure, the physician encountered difficulties getting the lv and right atrial (ra) setscrews loose. A technical services (ts) consultant discussed some trouble shooting ideas with the fr. The outcome of the case is unknown at this time. Available information indicates that the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned severed 7.5 centimeters from the pin. Only the proximal segment of the lead was returned. The lead was also tested by inserting and removing the terminal pin from an is-1 header with success and without any irregularities observed. The returned portion of the lead was determined to have been electrically continuous. The clinical observation was not able to be confirmed.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.